Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced sarcoidosis with bacteremia as well as vegetation on the leads or heart valve. The device and leads were explanted. The physician is waiting for the infection to clear before implanting a new system. The patient is stable.